Event description:
It was reported that the unit tipped over causing a patient to fall over and become injured, further information regarding the injury was not reported. The customer stated that the load wheel would fall into the ambulances sill area which caused the cot to tip over. The customer stated that the patient was roughly around (B)(6). The technician was unable to get the load wheel to fall into the sill area when pulling out the cot, however, was able to duplicate the issue when pulling the cot out at an angle causing one of the load wheels to fall into the ambulances door sill area. The technician inspected the cot and found the cot to be working normally. No issues were found with the cot.